Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017, customer initially reported the adc freestyle libre reader would not power on with button press or "when connected to the light". On (B)(6) 2017, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event on (B)(6) 2017. Customer reported he experienced symptoms described as "dehydration, low pressure, felt dizzy" and was seen at a hospital where he was diagnosed with hypoglycemia and reportedly treated with "serum and insulin" via intravenous infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
On (B)(6) 2017, customer initially reported the adc freestyle libre reader would not power on with button press or "when connected to the light". On (B)(6) 2017, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event on (B)(6) 2017. Customer reported he experienced symptoms described as "dehydration, low pressure, felt dizzy" and was seen at a hospital where he was diagnosed with hypoglycemia and reportedly treated with "serum and insulin" via intravenous infusion. There was no report of death or permanent impairment associated with this event.